Event description:
Customer reported, leakage reported in unit 15b. Customer stated unable to collect detailed information as the nurses involved are not available for comments. No harm to pt or clinician reported. Medical intervention was not required. No additional pt or event information was provided.

Manufacturer narrative:
(B)(4). The customer stated that the product is unavailable for evaluation. Unable to determine the root cause of the customer's reported leak.